Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n4k1664y); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n4k1664y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after applying all three staples in the upper lobe of the lung, at chest closure, there was no air leak. However, subsequently while the patient was still on the operation table, there was a massive air leak noted for all devices. The chest of the patient had to be re-opened to repair the staple line which had dehisced. Suturing was performed as reinforcement of the staple line. The surgical time was extended by 45 minutes due to the issue.